Event description:
It was reported by the user facility, "during the course of eye surgery, while using the high temperature cautery unit, there was a flash fire at the pt's facial area, and the pt sustained first and second degree burns to his face and upper chest. The surgery continued after the fire was extinguished."